Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. Upon evaluation, there was contamination on the battery board and there was a failure at bga components u104 (pxa) and u1003 (pld) on the ca board (B)(4). The cause of the resets is the contamination and bga failure. The root cause of the contamination is liquid ingress of an unknown contaminant. The root cause of the bga failure cannot be positively identified. The root cause of the resets cannot be distinguished between the contamination and bga failure. No adverse event resulted from the defective charger.

Event description:
During servicing of a battery charger, which was returned for an unrelated issue, a reportable problem was found. The charger was resetting.